Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from foreign healthcare provider via a company representative. The company representative had spoken with the clinic who indicated that there was no volume discrepancy and that there had never been a volume discrepancy. The patient had fallen down the stairs and now has pain in their leg. It was further reported that there was no indicator that the back pain is in context to the patient¿s pump. The company representative further reported that the patient¿s age at the time of the event was unknown. The serial/lot number of the catheter was unknown.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had along pain history. A therapy issue occurred. After the pump implant, the patient had no more pain. At the beginning of may 2025 their pain suddenly increased again. The patient contacted the clinic. During the appointment in the clinic the healthcare provider (hcp) told him that there was a volume discrepancy in the pump. Instead of 8ml residual volume there were 32 ml in the pump. It was indicated that the hcp at the clinic did not know how to manage this and sent the patient away. The patient then contacted the manufacturer and asked how to proceed. It was being considered that the reported volume discrepancy could be an indication for a catheter occlusion. The patient was advised to contact their pump implant hcp to check the pump system.